Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported customer issue. Evaluation found image static, intermittent image observed. Based on investigation, the reported customer issue was confirmed. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "getting static picture" . The issue was found during installation. There was no patient involvement in this reported event. Device inspection found intermittent image.